Event description:
It was reported that the lesion was predilated and the vision was advanced, but could not cross a bend in the vessel. A larger stent was placed in this area, and the vision was advanced again, but the vision stent kept hanging up on the deployed stent. The stent delivery system was then retracted, at which time the stent dislodged and slipped into the pda. An attempt was made to retrieve the separated stent, but guide wire access was not possible through the deployed stent, and around the bend. No pt effects were reported.